Event description:
It was reported by service report that the power cord is missing the ground prong. The customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.